Event description:
Additional information indicated CT imaging shows that the leads appear to be in good position and the patient's weakness has substantially improved since the physical therapy and/or tincture of time. The most recent update indicates that patient's leg weakness has improved by 50% snice going to physical therapy.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8880357

Event description:
It was reported that physician was concerned that the l3 lead that was placed during drg implant procedure was the cause of patient's left leg weakness. Stimulation was turned off and issue persisted. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
It was reported to abbott, a patient was having left leg weakness since drg placement. The physician is concerned about the l3 causing the weakness. The physician was requesting MRI of lumbar area. Governance board stated that the request for urgent drg MRI could proceed. The MRI took place (B)(6) 2024. The drg leads could not be visualized on MRI sis CT scan done. A review of the CT scans showed the leads to be in a good position. The radiologist had initially read subarachnoid placement and we asked for them to look again and they agreed that it was epidural and would amend the report. On (B)(6) 2024 the rep spoke with the patient who had been undergoing physical therapy. At that time the patient¿s leg weakness had improved 50%. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.